Manufacturer narrative:
Product analysis result: visual hardness visually confirmed approximately 2.5mm of the instrument tip has been broken off, consistent with interface during usage. Microscopic examination of the fracture surface reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload, consistent with torsional overload condition. The hardness of the sheared tip meets print spec. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: scoliosis in thoracic vertebra part levels implanted: t2-l3 it was reported that on (B)(6) 2018, during a operation to extend the inline connector, tip of the driver broke while inserting the set screw again during extension. No fragments of the driver were remained in the patient. No patient complications were reported.